Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ d mini drawers, single dose, open too far. A review of the device history record for sn (B)(6) was performed from the date of go live, 17-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer would open too far, dispensing more than one dose of medication. The field service engineer found multiple pockets failed on mini drawer and adjusted plate on side causing side pockets to fail to open. Replaced two engines that were damaged and not opening all the way and jamming. Completed testing functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had allowed dispensing of more than one dose from the single-dose mini drawers. The drawers were opening too far, dispensing more than one dose of medication. There were no adverse events or injuries reported based on this incident.